Event description:
The technician alleged the brake casters are ratcheting in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster and cross shaft to resolve the issue.